Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed without pressing any button. Troubleshooting was performed. The customer stated that he accidentally dropped the device in the toilet and the insulin pump had moisture damage. No further information was provided.